Manufacturer narrative:
(B)(4); DHR review. Device evaluation summary: as received, minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 8mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 6mm. Host tissue was minimal at both the stent inflow and stent outflow. Swollen and opaque fiber bundles were observed on all three leaflets. Thrombi was observed on the left and non coronary leaflets on the outflow aspect. Thrombi and host tissue restricted mobility in the leaflets and led to stenosis. Minimal calcification was observed on the bellies of the left coronary and non coronary leaflets. Incidental findings: right coronary leaflet had two cuts, one cut was approx 11mm and one cut was approx 7mm. The x-ray demonstrated right coronary-non coronary wireform distorted. Approx 50% of sewing ring was cut and approx 50% of wireform was exposed on the inflow aspect. These damages are most likely due to explant or implant. The device evaluation confirmed the reported stenosis and fused leaflets secondary to host tissue growth. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an aortic bioprosthetic valve was explanted after an implant duration of seven (7) years due to stenosis secondary to fused leaflets and pannus. There were no complication reported following explant.

Manufacturer narrative:
(B)(4). The reported device has been received at edwards. Evaluation has not begun but is anticipated. Additional information will be reported as received.